Event description:
It was reported that the sheath of the marker broke off from the plunger, thus they couldn't deploy the marker. The case was completed with a second marker with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle, bent applier tube. Evaluation summary: the analysis results confirmed that one mam3008 applier was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. Additionally, the introducer sheath was noted bent. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.